Manufacturer narrative:
Additional information was received on 11/20/2020 providing the facility name. Therefore, e1. Initial reporter facility name; e1. Initial reporter address line 1, e1. Initial reporter address line 2, e1. Initial reporter city and e1. Initial reporter country code fields have been populated. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Request being sent to request clarification on the facility name. The device evaluation was completed on 10/24/2020. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and the catheter failed the electrical test. No reading in the electrode. Further examination revealed that the electrical wires were broken at the connector section. A manufacturing record evaluation was performed for the finished device 30349318l number, and no internal action was found during the review. The customer complaint has been confirmed. The root cause of the electrical wires broken cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter where there were no ECG channels available to monitor the patient¿s heart rhythm to include anesthesia monitor or defibrillator. Initially it was reported that there was bad partial ECG on the body surface and intracardiac signals. During the procedure, the signal interference (noise/loss) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs and ic) channels. A second catheter was used to complete the procedure. There was no patient consequence reported. Attempts have been made to obtain clarification to this complaint. However, based on the information available, this event was assessed as not MDR reportable since it was reported that there was bad partial signal issues. The risk to the patient was low. Additional information was received on 10/11/2020 on the event. The physician did not have any ECG channels available to monitor the patient¿s heart rhythm to include the anesthesia monitor or defibrillator. The affected catheter was inside the patient¿s body. Since the physician did not have any ECG channels available to monitor the patient¿s heart rhythm to include anesthesia monitor or defibrillator, this event has been reassessed to a reportable malfunction. The awareness date for this issue is 10/11/2020.